Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer had an unexpected restart alarm and signal too low alarm on their insulin pump. The customer's mother stated their temp basal was not programmed before the alarms occurred. It was also found the unexpected restart alarm would occur every time the customer changes their battery. Customer's blood glucose was 250 mg/dl. The customer's mother requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.